Manufacturer narrative:
Occupation: occupation is lay user/patient. The customer returned the meter and test strips where they were tested using retention controls: testing results (qc range = 2.8 - 4.2 inr): qc 1: 3.1 inr, qc 2: 3.2 inr, qc 3: 3.2 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. All measurements were without error messages. Relevant retention test strips (lot 368882) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The result of 6.5 inr from (B)(6) 2019 was not observed in the meter memory. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results from coaguchek xs meter serial number (B)(4) compared to an acl top 500 laboratory analyzer using recomboplastin reagent. The result from the meter was 2.5 inr. The result from the laboratory 1 hour later was 1.82 inr. The customer was instructed to increase his warfarin dose based on the laboratory result as it was believed to be correct. The customer's therapeutic range is 2.0 - 3.0 inr. There was no allegation that an adverse event occurred. The customer is in good condition. The meter and test strips were requested for investigation.